Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a cause for the reported difficult to remove from patient anatomy (clip caught on chordae) could not be determined. The reported tissue damage was related to the difficulty to remove from patient anatomy. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report difficult to remove the device from chordae and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntr clip was inserted and advanced into the left ventricle (lv); however, while under the valve, the clip became caught in the chordae. Troubleshooting was performed and the clip successfully removed from the chordae. However, it was then noticed that a chordal rupture had occurred. The physician decided to remove the clip and replace it. Two clips were then successfully implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.